Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2014, in the morning customer was brought to the hospital with a blood glucose value over 500 mg/dl. She was given IV insulin, released on (B)(6) 2014. Her doctors believe that the spirit combo insulin pump didn't accurately deliver insulin. The device was returned. Manufacturer's investigation 21-nov-2014 found that the pump performed to specification. The evaluation of the device history showed that all programmed boluses were delivered as intended.